Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac). The cause of the reported issue of unexpected shutdown was not able to be determined. The technician was not able to duplicate the reported issue. The cause of the reported issue of audio output inoperative was determined to be due to the audio harness. A known good audio harness was installed in the device and the device was able to give audio prompts with no discrepancies. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.